Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : due to the continual right ventricle lead t-wave oversensing, the device is set to initially beginning the counting up to a ventricular tachycardia/ventricular fibrillation episode. This takes priority of other features such as optivol and lead impedance data collection. Concomitant medical products: 4537 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). Reprogramming was performed and, since that time, the optivol and impedance trends were missing in the data of the implantable cardioverter defibrillator (ICD). There was also high threshold, loss of capture, and high pacing impedance noted on the rv lead. A new pace/sense lead was added and the high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.